Event description:
On (B)(6) 2012, the patient claimed that she had blood glucose excursion around 800 mg/dl sometime last week. The patient was able deliver correction boluses successfully 3 times. There was no medical intervention required by a hcp. Reportedly, there was a date/time reset issue one month ago after she replaced the battery on the subject pump. It is not clear how the date/time reset issue have any correlation to the alleged hyperglycemic episode. Some contributing factors to the alleged glucose excursion could be related to surgery for leg amputation and the patient was taken off of victoza medication. This complaint is being reported due to the alleged date/time reset issue and because the patient had elevated blood glucose while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that the time and date reset to 01/01/2007 when the pump was booted after a battery change on (B)(6) 2011; the history showed that the patient did not correct the time on the verify screen but showed that the time and date were adjusted from 17:26 on (B)(6) 2007 to 23:56 on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.